Event description:
It was reported that the patient complained of pain due to the inflatable penile prosthesis (ipp) cylinders started bulging at corporotomy sites when inflating. A replacement surgery was performed to removed and replace the pump and cylinders. A patient outcome of fully recovered was reported.